Event description:
It was reported that during a gastric sleeve procedure, the device misfired and the user had to oversew. A green cartridge was used. No additional information was available. Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Joint cover the analysis found that one long60a device was returned in good visual condition and with an ecr60g reload present. The reload was received with the right side partially fired 2/3, left side outer row partially fired 2/3, inner rows partially fired 1/8. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.